Event description:
It was reported that balloon rupture occurred. The target lesion was located in a superficial femoral artery. A 4.0mm x 100mm x 150cm coyote balloon catheter was selected and advanced to dilate the target lesion. However, upon the 1st inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).